Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed no delivery during basal and the customer experienced high blood glucose. It was stated that the customer had changed the infusion set that morning. Blood glucose at the time of incident was 500 mg/dl. During troubleshooting, insulin did exit the tubing when customer disconnected at the quick release. The cannula was removed and confirmed it was not bent. It was advised that there may be possible site related issue or site/set occlusion and to change the entire set. The insulin pump will not be returned for analysis.